Event description:
Upon additional review, it was determined this information was already reported in manufacturer report #3004209178-2012-09938.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc: product type accessory; product ID neu_stylet_acc: product type accessory; product ID neu_stylet_acc: product type accessory; product ID neu_stylet_acc: product type accessory. (B)(4). Final analysis of the lead revealed no anomaly. Final analysis of two stylets revealed no anomaly. Final analysis of one stylet revealed no significant anomaly and that the stylet wire was bent. Final analysis of one stylet revealed a bent stylet wire, making it unable to pass through the electrode area of the lead.